Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient initially indicated they could not shut off their device. However, the representative found the implantable neurostimulator (ins) was at end of life (eol) with the battery expired. It was recommended that the patient have the device explanted if no longer viable. The patient was not totally coherent and first said she felt it and then not. The ins could not be read upon interrogation, which confirmed the ins was at eol. No further complications were reported/anticipated. The indication for implant was other chronic/intract pain (trunk/limbs) and rsd/causalgia-complex region pain syn. Additional information from the health care professional (hcp) cia a manufacturer representative on 2017-08-10 reported that it was unknown what actions would be taken to resolve the depletion. The manufacturer representative got this information from the health care professional (hcp). Due to insurance this hcp could not see the patient but had referred the patient to their primary care physician to find someone to explant the system that was in the patient¿s insurance network. No further complications were reported.